Event description:
The user facility reported that during a surgical procedure the deflate button on cuff side 1 stuck, causing the cuff to deflate twice during a case. The cuff was re-inflated to continue the case. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences.